Event description:
Removal of endosseous dental implants. The 2 implants were placed on 1/6/94 in class I bone during a routine procedure. Fixed splinted restorations were placed on 4/21/94. Clinician reports fracture of implant in site #29 and subsequent removal of prosthesis and implants on 9/24/96. He states that the occlusion was not a significant factor nor was there any parafunctional activity.

Manufacturer narrative:
The MFR has evaluated this event and concluded that the material analysis revealed that the implant base material and titanium plasma layer comply with the stipulated specifications for the material. The fracture analysis indicates that material fatigue led to event. This is often the result of cyclic loading from the prosthesis put on the implant which eventually led to material fatigue and finally to fatigue.